Event description:
The patient experienced a loss of stimulation. The patient feels only a little bit of stimulation at 10.5v. The patient had good stimulation until he came in contact with a fish aquarium then he lost stimulation. The patient was sent for x-rays. No results were available. No patient treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).